Manufacturer narrative:
One 7f engage introducer sheath was received for evaluation. The reported event of ¿the sideport of the device detached¿ could not be confirmed. No visual anomalies were noted on the returned sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event ¿the sideport of the device detached¿ remains unknown.

Event description:
During the procedure, the sideport of the device detached. After placing a 5f catheter through the sheath, the sideport of the introducer detached. The introducer was replaced and the procedure was completed with no adverse patient consequences.